Event description:
Monitor continuously alarming asystole, ECG trace appeared as artifact, no ventilator in room. Patches changed without improvement. Cable changed with improvement however, ECG trace is still thick.